Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and a second patient sample tested with the cl electrode on a cobas 6000 c 501 system. The first sample initially resulted in a na value of 161 mmol/l. A nurse questioned the result and the sample was repeated on a second analyzer, resulting in a value of 144 mmol/l. The repeat value was deemed correct. The customer then observed that patient cl results were high and started repeating samples. Discrepant cl results were found for the second sample. The second sample initially resulted in a cl value of 107 mmol/l and it repeated as 97 mmol/l.

Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were requested, but not provided. The customer replaced all electrodes. Ise checks were performed and passed. The reagents were primed. The field service engineer replaced a nozzle, tubing, and the reference electrode. The issue was resolved after these actions. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.